Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not letting her know when insulin was not delivered. She woke up with high blood glucose levels and passed out. She talked to her healthcare provider and decided she should go back to shots. Customer's blood glucose level was not reported. The device was not returned.